Manufacturer narrative:
The monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. Belt evaluation is still underway. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing of the monitor, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Based on the available information, the device functioned appropriately during the treatment sequence. The device initiated a treatment sequence due to motion artifact. The change in ECG signal met the criteria for arrhythmia detection. However, the device provided the appropriate alarms to allow the patient to respond. The patient noted that he heard the alarms and pressed the response buttons which demonstrates his understanding of the device. No inappropriate shock resulted. No death or serious injury resulted.

Event description:
Zoll was notified on 12/30/2015 in a maude report dated 12/15/2015, that a patient alleged a deficiency against the programming of the device related to false detections. The patient noted that the device began a treatment sequence with alarms as he was removing an outer garment. The patient reported that he promptly pressed the response buttons to interrupt the treatment sequence. There is no evidence of any inappropriate shock being delivered or any resulting death or serious injury. The patient continued use of the device for an additional six days. Follow up indicated that the patient did not report additional false alarms prior to ending use. Review of the event indicates that the device declared a treatable arrhythmia at 20:46:32 on (B)(6) 2015. The ECG recording at the time of detection shows sinus rhythm at 65bpm with motion artifact. Motion artifact contributed to the false detection. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity. At 20:46:40, the patient pressed the response buttons to prevent a shock from being delivered. The patients are instructed through alarms, voice messages, IFU, and training to press the response buttons in response to the treatment sequence to prevent an inappropriate defibrillation.